Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was replaced with another inflatable prosthesis due to the pump not working. The device did not inflate. A hole was suspected near the pump.

Manufacturer narrative:
This follow up MDR is created to document the corrected date of event and the evaluation of the returned device. A titan touch pump, two cylinders, and reservoir were received for evaluation. The inlet tube with connector was detached for testing. Examination and testing of the returned components revealed no functional abnormalities with any of the returned components. Based on the information received the device would not inflate. However, as no functional abnormalities were noted, the reason for the reported inflation difficulties could not be confirmed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.